Event description:
While using a byte night aligners, patient reported that they were examined by an orthodontic specialist. The findings are the patient presented with a class 2 subdivision right malocclusion. The patient has a deep impinging overbite with fremitus on their upper anteriors. A mild maxillary and mandibular space deficiency and a maxillary right molar is in a edge to edge posterior occlusion. The patient's midline is approximately 4-5mm off to the right. Recommended the patient discontinue aligner treatment and be monitored by an orthodontic specialist to improve their malocclusion. Discussed with the patient that they need either corrective jaw surgery and/or class 2 mechanics/elastics in conjunction with comprehensive orthodontic treatment to improve their bite.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.